Event description:
A turnpike catheter was used during a patient procedure. Upon removal of the turnpike through a stent, the distal tip of the turnpike separated. All portions of the turnpike were retrieved without harm to the patient.